Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the light guide lens and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6, h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, we couldn't figure out the root cause of event and no physical damage was found at the locations where foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer. The following is included in the instructions for use (IFU): labeling the suggested events are detectable and preventable by handling device in accordance with the following IFU. IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states the preventive measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.